Event description:
Per the surgeon, the pt's device was explanted due to "extrusion of the device and sepsis." Explant surgery was done in 2007. There are no current plans for reimplant surgery.

Manufacturer narrative:
This is a final report. This type of event is addressed in the device labeling.